Manufacturer narrative:
B1 (adverse event), b2 (other serious or important medical events), h1 (updated to serious injury).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Customer performed a supply change to resolve the occlusion. The customer's blood glucose (bg) level was "high"; value was not provided. Customer administered a correction bolus via the pump to address high bg.